Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the patient presented in clinic. During testing, an aborted charge was noted and it was suspected that there was an issue with the right ventricular lead's superior vena cava coil. On (B)(6) 2018, the lead was capped and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in inappropriate antitachycardia pacing and shocks. It was noted that the right atrial lead also exhibited noise. The device was reprogrammed. No further information regarding patient condition after the event but the patient will continue to be monitored.